Manufacturer narrative:
(B) (4). The blood glucose meter and test strips have been returned for an investigation. The complaint is still under investigation, and a f/u report will be filed once the investigation is complete.

Event description:
A medical health care facility rep reported they admitted a pt who arrived at the hospital showing signs of hypoglycemia. During the course of customer's treatment, a precision pcx blood glucose meter was used to monitor the customer's blood glucose levels and an inaccurate reading of 182 mg/dl was obtained when it was compared to a lab result of 18 mg/dl. It was also reported the tests were completed within a ten minute timeframe. The results were plotted on a parkes error grid and fell into the "e" zone showing the difference in values was clinically significant. There was no report of change or delay in treatment based on the meter reading. There was no report of death or permanent impairment associated with this event.